Event description:
The manufacturer received information alleging black particles blowing from device related to the CPAP device's sound abatement foam. User also states device is noisy. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.